Event description:
It was reported that the customer delivered too large a bolus based on the carbs consumed as well as exercise. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed juice to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.